Manufacturer narrative:
D4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® one use holder, blood leaked out between the needle, holder and tube during second or additional tubes. There was no report of patient impact.

Event description:
It was reported that during use with the bd vacutainer® one use holder, blood leaked out between the needle, holder and tube during second or additional tubes. There was no report of patient impact.

Manufacturer narrative:
H6: investigation summary: no samples and no photos were returned by the customer in support of this complaint. Therefore,10 retentions were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode based on the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.